Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-sep-2019 the following findings: during investigation, the battery compartment was found to be cracked. Additionally, the cartridge compartment was found to be damaged as well. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 12-aug-2019, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was found to be cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.